Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3888-45, lot # v663358, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v663358, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v674569, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v660238, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. On (B)(6) 2011, it was reported that the patients subcutaneous leads had, again, coiled in the subcutaneous space and required repositioning/replacement. The leads had migrated. It was noted that the leads were well anchored to the fascia; however, each of the leads had retracted from the subcutaneous space and were essentially coiled in an encapsulated capsule, lying on the fascia. Each anchor was freed from the fascia and all anchoring suture material was removed. The leads were cut through proximal to the anchor and removed. The old leads were completely removed as well as the implantable neurostimulator. New leads were placed in a similar position with care taken to avoid encroachment into the pocket. Intraoperative stimulation clearly yielded excellent paresthesia in the appropriate painful distribution. The leads were anchored and in good position. On (B)(6) 2012, the patient reported that the disk above his fusion was wearing out. It was noted that the patient had a history of multilevel fusion with a transitional syndrome developing at l1-2. The patient complained of significant functionlimiting pain in the mid to lower back, radiating to the bilateral hips and medial thighs. The patient has generalized hypertonicity of the mid lumbar paraspinal muscles and both flexion and extension induced augmentation of pain. It was found pain provoking to stand in a completely upright position. An oswestry score was 38 of 60 indicating severe functional impairment. The patient received an l1-2 epidural steroid injection. The patients medical history includes lumbar radiculopathy, low back pain, postlaminectomy lumbar syndrome, and a history of an injury at work in (B)(6) of 2010 with a secondary l4-5 and l5-s1 fusion. The patient has a history of prior lumbar fusion with chronic low back ad right greater than left thigh pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.